Manufacturer narrative:
The failure investigation has been completed and the alleged high blood glucose issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged pump housing issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level was over 500 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump, administered a manual injection, and hydrated to address bg. Reportedly, the customer continued to use the pump for insulin therapy.